Manufacturer narrative:
Explant was reported due to regurgitation and valve prolapse. The investigation found that cusp 3 was torn. All three cusps had thinning of the base and degenerative changes to the tissue. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen and degenerative changes to the tissue at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2014, a double valve replacement was performed due to degeneration of the valves causing aortic and mitral stenosis and regurgitation (asr and msr). The patient had the following comorbidities: atrial fibrillation, hypertension, dlp, hva, chronic kidney disease, cholelithiasis and shingles. An abbott sizer (model#: b1000) was used in the surgery and a 29mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position with the everting-mattress suture technique using pledgets. On (B)(6) 2021, the patient experienced shortness of breath during exertion. The patient experienced stomach ache on the right side and dyspnea after vomiting occurred and the patient was carried to the hospital in emergency. Severe pulmonary congestion was confirmed. Mitral valve prolapse and obvious mitral regurgitation (mr) were observed in echocardiography. After ventilation management and intra aortic balloon pumping(iabp), a semi-emergency re-do mvr was performed on (B)(6) 2021. The epic valve was explanted due to structural valve deterioration. A 27mm epic stented porcine heart valve w/flexfit system was implanted as a replacement. The patient was weaned from iabp several days after the redo-mvr and has been transferred to the general ward. The patient has been recovering uneventfully. There was no mr observed in ultrasonic echocardiography in (B)(6) 2020, and from the acute symptoms, the surgeon thought that the issue was due to the tear on the epic valve.